Event description:
The account alleged that the cardio pulmonary resuscitation is not functioning. No pt impact.

Manufacturer narrative:
The account replaced the cardio pulmonary resuscitation valve to resolve the issue.